Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "capsular contracture" baker grade unknown, "several folds" and "pain". Additionally, patient reported "found lumps breast. Also found some of the lumps to be cancer"; these events are not device related. Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported the capsular contracture is a baker grade IV.